Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded that after a visual inspection and functional testing, the pump displayed error code 41628 confirming the customer reported problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The tamper seal was missing as well, and the manufacturer representative continued the investigation by first deleting the error code 41628 and then initiated long term testing.

Event description:
It was reported that error code 41628 displayed. There was unknown patient involvement.